Event description:
Medtronic received information regarding an imaging device being used for a spinal fusion procedure. The issue occurred intraoperatively and delayed the surgery by 20 minutes it was reported that while pressing on the hand switch, there was a beeping sound and the system did not produce fluoro. A reboot of the system resolved the issue for one hour. The use of the imaging device was aborted, the surgery was completed and there was no impact on patient outcome.

Manufacturer narrative:
Patient demographics provided and event updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient identifier not available from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended. There was a log system error 134 which indicated 5vdc out of 7% measurement performed on ps1 indicated 4.9vdc. The voltage was calibrated to 5.14vdc. While the system was working, another measurement was performed and it was at 5.33vdc. The system was re-calibrated again to 5.13vdc. Several scans were performed. The system was rebooted several times with 2d and 3d scans passing successfully. The system passed safety inspection, mechanical inspection and was ready to use. The imaging system then passed the system checkout and was found to be fully functional. No hardware parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a spinal fusion procedure. The issue occurred intraoperatively. It was reported that while pressing on the hand switch, there was a beeping sound and the system did not produce fluoro. A reboot of the system resolved the issue for one hour. The use of the imaging device was aborted, the surgery was completed and there was no impact on patient outcome.